Manufacturer narrative:
No evaluation possible. The identifying lot numbers have not been provided. The explanted construct was given to the patient upon removal.

Event description:
Two arsenal set screws (47027) were found detached from the tulip of the mating polyaxial screws located at both the right and left sides of the s1. The patient was reported to have already fused/healed. Revision surgery was conducted on (B)(6) 2016 to remove the l4-s1 construct.